Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a keypad error during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported keypad error which was reproduced during evaluation by troubleshooting the device. Evaluation observed the keypad to not function as intended. The cause was determined to be a failing input/output board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.